Manufacturer narrative:
UDI information is unknown. Operator of the device is unknown. Customer reported to FDA is unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was leaking fluid from the bottom left screw area. No patient injury was reported.

Manufacturer narrative:
Additional information received indicated that there was no patient involvement, the issue was found during preventive maintenance device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A product sample was received for evaluation. Visual inspection found a cracked tank cover and corroded drain fitting. Functional testing found the device leaks from the cracks at the bottom left corner of the tank cover due to overtightening the tank cover screws. Replaced tank cover and drain fitting and the device passed all functional testing. This issue was escalated to an internal scar as the tank covers are exceeding the .020" requirement and being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: g7, previously submitted 26-oct-2022.